Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the battery of cs300 iabp (intra-aortic balloon pump) was not charging. There was no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation,component codes, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm that the battery run test failed. Replaced main batteries. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a